Manufacturer narrative:
Additional information: section h imdrf codes, manufacturer narrative and medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet drawer 11 failure. A field service engineer (fse) identified two potential issues with the drawer: drawer 1 was reported to have difficulty opening, and cubie position 01 was not retaining a cubie. While the fse did not personally experience resistance when opening the drawer, it was suspected that cubie tray a was slightly elevated, causing cubies to rub against the top of the drawer. The cubie tray was unscrewed and adjusted to sit flat and flush with the other trays. Additionally, the row board cable was protruding into cubie position 01, obstructing proper seating. The fse removed the drawer side panel and repositioned the row board cable away from the cubie pocket. A test cubie was placed into cubie position 01, where it latched correctly and was successfully ejected multiple times. The cubie was then returned to its original position. No errors or failures could be reproduced in either the main application or diagnostic testing, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet 01, drawer 11 opened with difficulty and required extra effort to pull open completely. The rails may have been seized, misaligned, or defective. Additionally, bin 01-00 failed to accept cubies, possibly due to a faulty row board. However, there were no delays, adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet 01, drawer 11 opened with difficulty and required extra effort to pull open completely. The rails may have been seized, misaligned, or defective. Additionally, bin 01-00 failed to accept cubies, possibly due to a faulty row board. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.